Manufacturer narrative:
Model number/catalog number: sc-2318-50, serial number: (B)(4), batch/lot number: a37623, model/catalog description: phase iii linear lead - 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients leads were originally put in for back pain. It was also reported that the patient was not experiencing back pain anymore. The patient underwent a revision procedure wherein the leads were pulled back and replaced.